Event description:
It was reported that the customer received multiple defective loaners. It was further reported that all would intermittently fail.

Manufacturer narrative:
Additional information will be provided once the investigation is completed. An additional unit with serial number (B)(4) was also implicated in this event.